Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm) 5-pack, the seal did not successfully insert into the cannula when loading the heartstring. The new product was opened and the case was completed successfully. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm) 5-pack, the seal did not successfully insert into the cannula when loading the heartstring. The new product was opened and the case was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm) 5-pack, the seal did not successfully insert into the cannula when loading the heartstring. The new product was opened and the case was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number:(B)(4). The lot # 25154074 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 30dec2020 for evaluation and investigated on 15jan2021. A visual inspection was conducted. Signs of clinical use and blood was observed on the loading device, delivery device and seal. Blood was present in the delivery device, indicating deployment in to the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The blue slide lock was dis-engaged and the plunger was completely depressed. The seal was found outside of the devices. The seal was inspected. There was no sign of crack/delamination on the seal. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.